Event description:
Pt expresses concern with pedicle screws and instrumentation installed in her back on 10/13/94. Pt has been unable to work since 2/2/96 as her condition worsens. Pt reports she must have these screws removed because of new problems in the area of the screws and instrumentation. If pt had known about the FDA's position on pedicle screws on 10/13/94, she would have never had the implantation. She was never informed of any of the FDA's findings in this matter of pedicle screws. On 10/9/95 pt saw md for acute left l4 radicular pain which had not been present after surgery. Symptoms were very intense. She had no patella reflex in the left side. She had an l4 root pattern. She had pain on flexion extension and the flexion extension films showed the l4-5 space to have a ruptured annulus. On 10/11/95 MRI findings showed that pt had some stenosis lower in the inferior aspect of her surgical site causing some tenderness. A caudal epidural steroid injection was recommended. On 10/14/96 pt continued to have problems. Her back and left leg were bothering her tremendously. She has stenosis at l4-5 which is requiring 4 to 6 percocet a day. Myelo CT was ordered to confirm the diagnosis and decompression was considered.